Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery pack had a battery pack fault. The cause of the battery pack fault was a damaged battery connector. Specifically, a battery connector pin was bent. The root cause of the damaged battery connector has not been determined but may have been caused by a severe shock from dropping the battery pack. No adverse event resulted from the defective battery pack. The patient indicated end of use from the lifevest device.

Event description:
Zoll lifecor customer support service reported several battery charger faults related to the patient's battery pack after downloading the patient's data. The patient indicated end of use from the lifevest device.